Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2022 with blood glucose was unknown. The customer's current blood glucose is 88 mg/dl. The customer did experience symptoms such as weakness a result of low blood glucose. The customer was treated by food. Troubleshooting was done for low blood glucose and over delivery. Customer stated that the auto mode was active at the time of low blood glucose event. Customer states the drive support cap appears normal. No further complications were reported. The customer will continue to use the device.